Manufacturer narrative:
This report is being filled with a new conclusion code.

Event description:
It was reported that this lead was explanted due to it got damaged during surgery. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to it got damaged during surgery. A new lead was successfully implanted. No additional adverse patient effects were reported.